Event description:
It was reported that the patient with a cardiac resynchronization therapy pacemaker (crt-p) device presented to the emergency room with symptoms of muscle stimulation. It was found that the device was in safety mode and was programmed in unipolar pacing, this was a result to the reported observations. Subsequently, this crt-p was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Event description:
It was reported that the patient with a cardiac resynchronization therapy pacemaker (crt-p) device presented to the emergency room with symptoms of muscle stimulation. It was found that the device was in safety mode and was programmed in unipolar pacing, this was a result to the reported observations. Subsequently, this crt-p was explanted and replaced successfully. No additional adverse patient effects were reported.